Event description:
Report received of patient hospitalized in ICU with return of symptoms, fever of 107, confusion, seizure, shaking, and severe pain in back at the catheter site. Follow up with health care provider revealed patient experienced an event as described. Pump was found to be malfunctioning. Appeared to have intermittent infusion with excess residual volume noted. Patient receives 2100 mcl of baklofen per day of compounded baclofen 3000 mcg/ml. Patient's residual volume should have been 12.5ml and 16 ml remained in the pump - 4 ml underinfusion. This pump was replaced. Pump was filled with 3000 mcg/ml compounded baclofen, programmed by health care provider unfamilar with patient and the programming was 1000 mcg/ml and patient received 3 times expected dose. Patient experienced severe overdose and was treated. Patient is now stable on ventilator with no apparent deficits. Will be weaned off ventilator soon.